Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement of clip open while locked appears to be related to user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and deployed on the mitral valve. However, after removing the lock line, the clip opened to roughly 60 degrees. The clip was then reclosed and deployed. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.